Event description:
While in the patient, the steering mechanism of the ablation catheter failed. The catheter was removed and replaced with no harm to the patient. Clinical site notified manufacturer rep directly manufacturer response for ablation catheter, (brand not provided) (per site reporter).